Event description:
Patient stated that port was not working and that a portogram showed a crack in tubing per patient. Md removed port and noted crack in tubing. Patient and md requested port to be sent to manufacturer. Port collected off field, labeled, and left at or desk for risk management.device #1is this a laboratory device or laboratory test?no.